Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00821 and 3005099803-2012-00822 address these devices. It was reported to boston scientific corporation that two radial jaw 3 hot single-use biopsy forceps were used during a procedure for hemostasis of gastric ulcers within the stomach, on (B)(6) 2012. According to the complainant, during the procedure, there was no power distribution to the device when it was attempted to cauterize an exposed vessel. The physician removed the device and tested it using the continuity tester of the generator but no issues were noted. The device was reinserted into the patient but the same issue of no power distribution occurred. A second radial jaw 3 hot single-use biopsy forceps was opened and tested using the continuity tester of the generator but the physician could not confirm the continuity clearly and therefore the device was not used on the patient. The procedure was then completed using an argon-plasma coagulation (apc) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00821 and 3005099803-2012-00822 address these devices. It was reported to boston scientific corporation that two radial jaw 3 hot single-use biopsy forceps were used during a procedure for hemostasis of gastric ulcers within the stomach, on (B)(6), 2012. According to the complainant, during the procedure, there was no power distribution to the device when it was attempted to cauterize an exposed vessel. The physician removed the device and tested it using the continuity tester of the generator but no issues were noted. The device was reinserted into the patient but the same issue of no power distribution occurred. A second radial jaw 3 hot single-use biopsy forceps was opened and tested using the continuity tester of the generator but the physician could not confirm the continuity clearly and therefore the device was not used on the patient. The procedure was then completed using an argon-plasma coagulation (apc) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Concomitant medical product: generator : icc200 (=erbe) setting value : 120w, effect 3 , soft coagulation 80. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Functionally, the unit was able to be opened and closed without issue. Additionally, electrical resistance testing was performed and the forceps device met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).